Event description:
It was reported that while the patient was doing kitchen work, the patient received multiple inappropriate shocks and was transported via ambulance to the hospital. While at the hospital, the patient received additional inappropriate shocks. Upon evaluation, it was noted that the shocks were due to right ventricular (rv) lead noise and a low voltage fracture was suspected. Additionally, high sensing integrity counter (sic) and undefined high pacing impedance were noted. An x-ray was done and no significant findings were noted. Noise was reproducible upon body movements. "Prolongation of the heart rate" was noted. The patient was hospitalized and detections and therapies were programmed off, along with a change made to the pacing setting. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddpa2d4 ICD implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.